Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has three (3) possible batch numbers in stock: however, it is unsure which batch number was used. The possible batch numbers are: batch number: 0061616195, production date: (B)(6) 2018, expiry date: 03/31/2021; batch number: 0061609598, production date: (B)(6) 2018, expiry date: 02/28/2021; batch number: 0061592311, production date: (B)(6) 2017, expiry date: 10/31/2020.

Event description:
As reported by the user facility: it was stated that the patient noticed the foreign body in the tubing, and that it "looked like an ant". Infusion was immediately stopped and the tubing removed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. The sample was visually examined under magnification and no particulate or foreign matter was able to be observed. However, photos returned by the facility did confirm a dark foreign particulate in the fluid path of the tubing. Although the reported defect was confirmed via the photos, the exact root cause could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the possible lot numbers revealed no abnormalities or non - conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.